Manufacturer narrative:
Outcomes to adverse event: the consumer stated that they chipped their tooth. Analysis results: the root cause of the customer's complaint could not be determined.

Event description:
The consumer stated that they chipped their tooth while using their sonicare toothbrush.